Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was difficulty getting the brady lead into the pacemaker header during implant, and mineral oil was used to facilitate the process. The lead was successfully inserted, and the device and leads remain in service. No adverse patient effects were reported.